Manufacturer narrative:
Product analysis updated: further analysis showed a bulk capacitor on main printed circuit board (pcb) was non functional when tested on a golden unit. The capacitor on the pcb was replaced and the pcb then passed functional tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the external pulse generator's (epg) batteries were unable to last as specified during bench testing. It was noted that the nominal battery parameters after 24 hours showed 1 bar remaining, and also noted that the battery was new and fully charged at the time of testing. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the external pulse generator's (epg) batteries were unable to last as specified during bench testing. The main printed circuit board (pcb) was out of specification (electrical). It was also noted that the hanger was broken, the lower case has two (2) bosses broken, the main seal was pinched and all six (6) case screws were contaminated. All found defective parts were replaced and all other identified issues were resolved. The instrument then passed all final functional tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.